Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. It was not reported if the patient was hospitalized or treated for this event. The cause of the cloudy effluent was unknown. At the time of this report, the patient was recovering from the cloudy effluent and had recovered from the abdominal pain. Pd therapy was discontinued, and the patient was transferred to hemodialysis. The reporter declined to provide additional information.